Manufacturer narrative:
During the device evaluation, corrosion was found on several internal components of the device, including the motor. The device may run without user activation if damage to the motor cartridge allows for magnetic leakage on to the hall sensor leading to activation.

Event description:
It was reported that during testing conducted at the manufacturer facility, the saw was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.